Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked from irrigation funnel on the day of placement. It was later reported via email from the international business center on (B)(6) 2018 that the balloon did not fully deflate. There was no injury to the patient upon removal.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. No pinch or blockage was observed. Inflated the balloon with 10ml of water using normal fill technique and the balloon was able to inflate and deflate without difficulty. How and when the event occurred could not determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿precautions for use: (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]."

Event description:
It was reported that urine leaked from irrigation funnel on the day of placement. It was later reported via email from the international business center on 7/8/2018 that the balloon did not fully deflate. There was no injury to the patient upon removal.